Event description:
Both knees are so painful that she cannot get around [mobility decreased]. Swelling in both knees [joint swelling]. Pain in both knees [arthralgia]. Case description: spontaneous event received on (B)(6) 2010 from a female patient, initials (B)(6), with a relevant medical history of osteoarthritis and swelling in both knees. The patient was administered synvisc-one into both knees on an unknown date in (B)(6) 2010. On an unknown date following the injection, she experienced pain and swelling in both knees. The swelling in the left knee was worse and extended about four to five inches below the knee. In addition, she reported that there was an area going about 6 inches across the left knee which was described as looking like a "skinny banana" under the skin. She stated that the physician told her that this area was fat and not fluid. Treatment included a cortisone injection on an unknown date in 2010 in both knees. The patient stated that both knees were so painful that she could not get around. The synvisc-one lot number was unknown. No further information was provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.